Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 06/14/2019. Device returned to manufacturer: yes. Device evaluation: the zcb00 lens was not returned in its original folding carton package. Visual inspection using magnification was performed to the returned sample. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Lubricant material residue was observed on lens. One of the haptics was observed damaged/distorted. No damage was observed to the other haptic. The condition in which the lens sample was returned is consistent with a lens that was handled and prepared for surgical process. The complaint issue reported as haptic damaged was verified. Based on the analysis of the returned lens, there is no indication of product quality deficiency. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When removing zcb00 23.5 diopter intraocular lens (iol) from packaging it was reported the haptic was bent and there was no patient contact. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.